Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he was in the hospital due to peritonitis and his (pd) catheter (not a fresenius product) was removed. Subsequent attempts to obtain additional information (e.g., causality, hospital records, discharge summary, medication records) were unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, which required hospitalization and pd catheter (not a fresenius product) removal. The definitive etiology of the serious adverse events is unknown; therefore, causality cannot be firmly established. However, during intake there was no report of a fresenius device(s) and/or product(s) deficiency or malfunction occurring. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.